Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was running warmer than usual, running intermittently, foreign substance was found on the pick-up coupling and the motor shaft was worn and corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use over time and cleaning, sterilization, and/or maintenance procedures not followed per the directions for use which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a exostectomy/chevron osteotomy/fowler's procedure on the patient's 3rd toe, it was observed that the pen drive device was heating up during use. It was reported that there was no delay to the surgical procedure and a spare device was available for use. It was reported that the surgery was successfully completed with no further incident. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.